Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas gain alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Gas gain alarm occurred. They followed the help steps and resumed pumping. Esp personnel explained the alarm, and further troubleshooting steps. There was no blood or visible kinks in the iab catheter.